Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements, as observed in the remote monitoring system. The patient was brought to the clinic for a device check and the impedance measurements were within normal range. The physician planned to continue monitoring the ra lead. No adverse patient effects were reported. The device and lead remain implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).